Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned reduction forceps w/ serrated jaw indicated one of the jaws fractured off. This fractured portion was not returned. From the analyses conducted during this investigation, it was concluded that the reduction forceps fractured by the ductile tensile overload. An overload fracture can occur if the mechanical loads applied to the forceps exceed the strength of the material. No material or manufacturing deviations were found in this investigation. It was unknown if the fracture was initiated in a prior surgery. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part did not reveal additional complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary.

Event description:
It was reported that during surgery it device broke while being used but no pieces fell into the wound. No delay, no injury and procedure was concluded with a backup device from smith and nephew.